Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise over-sensing. The lead was capped and replaced on (B)(6) 2023. The patient was stable.